Event description:
A patient reported experiencing inaccurate low results with a surestep enhanced meter. The patient's blood glucose results were 42 mg/dl, 90 mg/dl, 102 mg/dl. Tests were done within < 10 minutes with a difference of 35 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes there was a set of results documented. The results were hi mg/dl (500 mg/dl), 448 mg/dl = 10%, which is within the 20% of spec's.